Event description:
A customer contacted baxter's technical service center reporting that a supply bag fell and became disconnected during dwell 2 of 5 while on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) with the end of therapy early procedure. The hp to notify peritoneal dialysis (pd) nurse in the morning for missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up the home patient (hp) stated that she received a transplant on (B)(6) 2010 so she is no longer doing therapy. The hp stated that she set everything up and went to bed. At some point she turned over and the bag fell and she became disconnected. The hp disconnected and ended therapy for the night. The hp stated that the next day she notified her nurse. The hp did not feel that there was anything wrong with the baxter product.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.